Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad). The lesion was pre-dilated with a 2.0 x 8 mm trek balloon. The mini vision stent was attempted, but failed to cross the lesion and the device was withdrawn. A non-abbott guideliner was inserted and the mini vision stent was re-inserted and advanced. Resistance was encountered with the guideliner during advancement, however the device was able to be advanced through the guideliner and toward the lesion. The mini vision was unable to cross the lesion and was retracted. No resistance was noted during retraction into the guideliner. Upon retraction, it was noted that the stent had dislodged. The dislodged stent was attempted to be snared, however the stent was lost and migrated to the posterior tibial artery, where it remains. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): re-insertion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) states that an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Re-insertion of the mini vision could have contributed to the reported stent dislodgement such that the stent interacted with the guiding catheter during removal and re-insertion and subsequently contributing to the stent dislodgement.